Event description:
It was reported that the pump therapy was electively abandoned in 2007; persistent leukocytosis had been detected peripherally and in the csf fluid. The drug used in the pump was fentanyl. In approx three months later, the pump and catheter were explanted after the patient contracted spinal meningitis. Additional information has been requested from the physician.